Event description:
It was reported that the patient was treated by ambulance staff due to hyperglycemia. The patient's blood glucose level read high (>27.8 mmol/l, >500 mg/dl) while wearing the pod between 5 and 24 hours. The patient was experiencing dehydration. The patient required the queensland ambulance service (qas) to assist in providing fluids.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported adverse event and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.